Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead had a 200 ohm drop in pace impedances. The measurement was still within normal limits. There were also noted sensing variances, and intermittent loss of capture. The rv was ultimately removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.